Event description:
The cage tail broke during insertion. No response was received from the stryker representative regarding additional information. No adverse consequences or surgical delay were reported.

Manufacturer narrative:
Method: risk assessment. Results: the event was confirmed via email correspondence with the sales representative. Visual, dimensional and functional analysis could not be performed as the device was not returned. No lot # was provided, so a manufacturing record review could not be performed. Conclusion: too much impaction force on the inserter may damage the inserter and break the implant wings. Per email correspondence with the sales rep, the implant was impacted using a mallet with a normal force - no extra force was applied. The product was not returned for evaluation, therefore exact root cause cannot be determined conclusively.

Event description:
The cage tail broke during insertion. No response was received from the stryker representative regarding additional information. No adverse consequences or surgical delay were reported.